Manufacturer narrative:
Patient was given topical polysporin for post treatment care healing. The treatment technique was not followed per clinical guidelines. Blisters/erythema are expected side effects from laser treatments. The device was evaluated and found to be operating outside of specification (on higher end), beyond the +/-20% allowed range. Cynosure's service technician performed system calibrations and maintenance in order to resolve the issue. This is reportable because the device was operating out of specification range in this event.

Event description:
Patient developed blisters and erythema, expected side effects from laser procedures. But, the device was found operating beyond specification range.